Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "service needed." Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Upon return, the device started up with a state 1 error. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed, valve 1 tested ok. Performed hardware test and unit failed due to valve 2 leak failure. The investigation found damage on the p+ side of the tank. The left side bag hook is missing. The tank body, manifold gaskets, and bag hook will be removed and replaced during repair process before being sent to the test line for full functional testing.